Event description:
The following information was reported: this was a bi-lateral case. Two devices were used. One in each groin. On each side of the groin, the vessels were calcified. Both sides the balloon was hung up on calcium and could not be pulled back to the arteriotomy. Both balloons were let down a little bit to try and get them to pass by the calcium and both times the device was pulled out of the artery. The sealant was never able to be delivered on either side as the balloon was pulled out of the artery through the arteriotomy. Manual compression of 30 minutes or less was applied to achieve hemostasis. The patient was not hospitalized. In doctor's opinion, the event was caused by the mynx device/procedure. Additional information: the balloon lost pressure at the 2nd stop (arteriotomy). The stopcock was opened when the balloon was at the arteriotomy. There was resistance while inserting the device. There was resistance while pulling back. Procedure type: diagnostic peripheral stick location: medium sheath size: 5f vessel size: 6 mm vessel type: arterial .

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the most likely cause of the reported event was failure to follow the mynxgrip instruction for use (IFU) . It was reported that "both sides of the balloon was hung up on calcium and could not be pulled back to arteriotomy. We let down both balloons a little bit to try and get them to pass by calcium and both times we pulled the device out of the artery." Under-pressurization can cause pull through as the balloons will not be of sufficient size to remain abutted against the arteriotomy site. Additionally, it should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. A review of the lhr was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department. (B)(4). Pi number is unknown as the lot number was not provided. See medwatch form #s: 3004939290-2015-00267 & 3004939290-2015-00268.